Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact e1: (B)(6).

Event description:
The event involved a plum 360 infusion pump. The reported stated that the pump presented an incident during programming and infused more medication than what was programmed. The event occurred during patient use; however, no one was reported harmed as a result of this event. The medication and rate was dexmedetomidine at a dose of 0.6mcg/kg/h.

Manufacturer narrative:
The physical verification of the device was carried out, finding it in good physical condition. Functional tests were also carried out on the device, and found it between the optimal ranges of use. The probable cause not found.